Event description:
It was reported that resident slid between mattress and rail, no injury, facility requested an in-service from sales rep, happened on 12/16. Facility ordered bed rail bumpers as well as ordered longer and wider mattresses for these beds. Send copy of FDA safety alert to facility for their files.